Event description:
The biomedical technician reported that the remote alarm jack connector in rear of ventilator was damaged. The biomedical technician reported the remote alarm did not sound during checkout when the ventilator alarm was activated. The respironics service technician reported that the customer was using a non-respironics cable between the esprit and the nurses remote alarm system.